Event description:
In preparation for a clipping procedure, the physician selected a cook instinct plus endoscopic clipping device. It was reported that only one arm was visible on the clip. This was observed prior to patient contact so there was no impact to the patient.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a yellow biohazard bag and open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the device in a coiled position and one clip jaw was missing. The missing clip jaw was not included in the return. Upon further inspection under visual magnification, it could be seen that one clip jaw was missing however the nitinol strips were still present. A function test was not possible, due to the condition of the device. The device was returned to the supplier for further evaluation and the following was provided, "through visual evaluation it was identified that the device was missing a jaw and stylet wire. All other clip components such as the opposing jaw, stylet wire, nitinol strip, cath attach, driver, and housing were complete and showed no signs of deformation. Although the device is unable to function fully in its current state the handle was actuated to identify if the remaining jaw was able to open and close as intended. Through this evaluation it was confirmed that the remaining jaw in the assembly was able to open and close with no issues. Based on the evaluations performed, the reported complaint that the device was missing a jaw is confirmed. The missing jaw was not returned with the device and therefore further evaluation cannot be performed on the device. All devices go through a one-time open and close cycle at the completion of the build procedure per wsi-138. It cannot be concluded at what point the jaw detached from assembly." The device history record for this lot was reviewed. This lot was manufactured july 2024. There were relevant defects noted in the manufacturing/fqc checklists for defects for short stylet wires. The device history record for the lot number said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report. The supplier provided the following, "a review of the device history record was conducted and any relevant defects have been documented. The visual evaluation of the device confirmed the customer's complaint of a missing jaw. The missing jaw was not returned for evaluation. Further evaluation of the device did not determine a root cause." Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed the devices released and distributed met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
In preparation for a clipping procedure, the physician selected a cook instinct plus endoscopic clipping device. It was reported that only one arm was visible on the clip. This was observed prior to patient contact so there was no impact to the patient.

Manufacturer narrative:
510(k): k212323. The investigation is ongoing. A follow-up emdr will be submitted within 30 days of submission of this report.